Event description:
Caller states the patient tested 7.1 inr on the coaguchek xs plus system while a comparison lab returned as 4.35 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system, however the caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.